Manufacturer narrative:
Film evaluation: review of CT¿s and 3d film report from 4 years post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the renals, and there was 11mm of proximal neck length. The proximal stent graft od measured 25 x 26mm. The infrarenal neck and aortic body were angulated ~ 40 deg l-r and 60 deg a-p; relative to the iliac limbs. The ipsi limb and extension were placed on the right side and extended distally into the right common iliac artery. The contra limb and contra extension were on the left side and was extended into the left common iliac artery. The maximum diameter aaa measured 11cm. Contrast was seen outside the stent graft within the distal sac; there appeared to be a type iii junctional endoleak due to component separation between the distal contra limb and proximal contra extension within the unsupported aaa. The stent graft diameters of both detached limbs measured 17mm, and the limbs were ~1cm apart. The distal end of the detached distal stent graft was acutely angulated 90 deg laterally/left near the origin of the lcia. Both limbs were patent; no other stent graft issues are noted. The exact cause of the component detachment leading to the type iii junctional endoleak could not be determined from the films provided. Films during implant and earlier post-implant films were not available for review and comparison. The amount of limb overlap at implant is unknown. It is possible that aneurysm morphology changes, iliac angulation, and component overlapping within the unsupported aaa sac may have contributed to the separation. Films during the intervention were not provided.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT was done where the physician observed a type iii endoleak, separation. The aneurysm is currently 10 cm in diameter. The patient received an intervention where an endurant iliac was implanted and the endoleak was resolved. The physician stated that the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.